Event description:
Cotton of tampon stays inside [foreign body in reproductive tract]. Tampon cotton pulls off [device breakage]. When pull out tampon cotton pulls off [complication of device removal]. Cause was traced to design [manufacturing issue]. Consumer reported via e-mail that tampon cotton pulls off when she removes tampon. No serious injury reported. (B)(6).

Event description:
Cotton of tampon stays inside [foreign body in reproductive tract]. Tampon cotton pulls off [device breakage]. When pull out tampon cotton pulls off [complication of device removal]. Cause was traced to design [manufacturing issue]. Consumer reported via e-mail that tampon cotton pulls off when she removes tampon. No serious injury reported. 32364/6047 20:12, 17962/5939. 32264/6047, 17:15. 28764/5982, 03:53. 35164/6056, 06:02. 0056/46099, 22:29.